Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1616c80ee , s/n: (B)(4); use by date: 16-dec-2010; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. A re-intervention was carried out approximately 5.5. Years post index procedure it was reported that during follow-up CT scan performed approximately 8.5 years post index procedure, a separation between the top stent and the covered stent graft was visible. A type iii disconnection on the left side and a type ib endoleak on the distal right side were also noted. An intervention was carried out to resolve the type iii disconnection and the type ib endoleak; however no intervention was performed to treat the proximal issue. The physician stated the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Image summary review: the exact cause of the events could not be determined from the limited film provided. The anatomy at implant is unknown and additional films from the recently reported events were also not provided. A single sagittal CT slice from an unknown date was returned. The proximal location of the bifurcate within the neck (relative to the renal arteries) could not be determined; however, the infrarenal neck was noted as severely angulated ~80 deg a-p relative to the distal aorta. The reported suprarenal stent severance from the bifurcate could not be assessed from the single CT slice provided. It is possible that the severance was related to the severely angulated neck, with disease progression and aortic remodeling being a potential contributor to this event. Two of the implanted limbs (likely from the left side) were observed within the large aaa sac, and the reported limb disconnection was seen within the distal sac. At the disconnection the limbs were angulated ~55deg to each other, and there was a likely type iii junctional endoleak as contrast was seen posterior to this disconnection. The exact cause of the limb detachment could not be determined. The amount of initial limb overlap is unknown. It is possible that excessive limb angulation due to morphology changes may have led to the limb disconnection. The reported distal type I endoleak reported from the right limb also could not be assessed from the films provided and the cause could not be determined. As per the previously returned post-implant CT¿s, it is possible that continued disease progression (iliac artery dilation) with a resulting marginal distal seal then led to the endoleak. Images post-intervention were not available. If information is provided in the future, a supplemental report will be issued.